Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had vf episode with ventricular undersensing shortly after implant. Several shocks were delivered at that time. The leads were tested and noted to be functioning normally. Two months later, patient again went into a vf storm. Device egms recorded around that time also showed ventricular undersensing. The patient received several external defibrillations before brought to the ER following the vt storm. The rhythm appears to be a fine vf that both undersensed and also triggers the securesense lead noise detection. Patient was admitted to ICU, intubated and was given medication to control rhythm. A week later device therapies were turned off for end of life comfort care and the patient expired.